Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. According to the treatment report, the desired flap thickness was 110um. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. An influence of the laser system can be excluded to the greatest possible extent. No technical root cause could be determined as the system is performing within specifications. The manufacturer internal reference number is: 2016-40393

Manufacturer narrative:
(B)(4).

Event description:
Surgeon reported placing a bandage contact lens intrasurgically which was noted to be centered at one day post-operative exam.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a torn flap of the left eye following lasik flap creation. The surgeon reports that an incomplete raster caused a faulty flap which tore during the lifting process. The lift was difficult but treatment was still able to be completed. The patient involved is reported to have an inferior haze one day post treatment. The patients visual outcome was reported to be good.